Event description:
It was reported that the asymptomatic patient went into the clinic for the pulse generator replacement coupled with the atrial lead revision. The atrial lead exhibited noise. The lead was explanted and replaced successfully. The new pulse generator had lost radio frequency telemetry when connected to the lead. Upon interrogation, the device exhibited backup vvi operation. The device was not used and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 35.9-36.1 cm from the distal tip underneath the suture sleeve tie. This is consistent with the observation from the field of noise.